Event description:
It was reported that balloon rupture occurred. The 60% target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mmx20mmx143cmcoyote nc balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first to second inflation at 24 atmospheres. Another 2.0mmx30mmx143cm coyote nc balloon was used, the balloon ruptured upon first to second inflation at 20 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not find any ruptures in the balloon.

Event description:
T was reported that balloon rupture occurred. The 60% target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mmx20mmx143cmcoyote nc balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first to second inflation at 24 atmospheres. Another 2.0mmx30mmx143cm coyote nc balloon was used, the balloon ruptured upon first to second inflation at 20 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.